Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented at a follow-up in clinic. Upon review, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No therapy was delivered during the oversensing. Programming changes were discussed.